Event description:
Event description guidant received information that the episode and therapy counters of the implantable cardioverter defibrillator (ICD) were reset. As a result the ICD erroneously indicated that no therapy had been delivered.